Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 20 mm long and 20 mm in diameter. The iliac arteries were aneurysmal and up to 46 mm in diameter on the right side diameter and up to 23 mm in diameter on the left side. The femorals were 9 mm in diameter. Vessels had unremarkable tortuosity and calcification. After the endurant bifurcated stent graft and contralateral limbs were placed without issues, a contralateral extension was placed in order to extend into the right external iliac artery using a cook sheath. The right/contralateral side had already been sealed. However, when rebuilding the delivery system by pulling the nose cone back, the delivery system caught on the sheath, which was not very visible due to the lack of radiopaqueness. The physician pulled hard and ended up pulling the stent graft into the sheath unintentionally. The extension limb stent graft moved from its intended location; but there was no endoleak. Another endurant limb was placed in order to reline the right iliac. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: incorrect technique/procedure (another manufacturers device (cook sheath) may have contributed to this event). Evaluation, conclusion: user error contributed to event (another manufacturers device (cook sheath) may have contributed to this event).